Event description:
I use the minimed 670 insulin pump, the quality of the cgm is horrible, today I had three failures, this is a closed loop system which relies on the cgm to be accurate and available, it is neither. The quality of the cgm's, the ability to be communicate with the pump, accuracy, staying attached, and in general they fail within hours of use. FDA safety report ID # (B)(4).